Event description:
Orig. Surg. Date: 2006. Revision surgery in 3 weeks. Allegedly broken.

Manufacturer narrative:
Investigation is not complete. Addtiional information has been requested from the user facility and the surgeon. Attempts have been made to have the product returned. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete. Event device code is addressed in the package insert.